Event description:
It was reported the customer was hospitalized for high blood glucose. Troubleshooting was not performed because customer did not have the insulin pump with her. The customer stated that she kept trying to bolus and the insulin pump had no delivery alarms.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.